Event description:
The customer contacted stryker to report that their device did not recognize the connected defibrillation electrodes. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a worn therapy cable. The therapy cable was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device did not recognize the connected defibrillation electrodes. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.